Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a peripheral cutting balloon. No patient complications were reported.